Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. A set screw mark was noted on the terminal pin at the correct location. At the lead tip, the helix was stretched and bent, likely due to the explant procedure. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations, as the lead passed electrical testing.

Manufacturer narrative:
The explanted lead was expected to be returned. However, at this time, the product has not been received. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this newly implanted system, presented for a first post-implant follow-up. The patient reported a twitching sensation over the device which seeming had self resolved. System interrogation illustrated some high out of range pacing impedance measurements and 21 ventricular fibrillation episodes, with noise and oversensing. Of the 21 episodes, only four delivered atp therapy and none resulted in inappropriate shocking. During in-office manipulation, a total loss of sensing and pacing could be demonstrated. The patient was reported as non pacer dependant; however, was hospitalized for a system revision. No resulting adverse patient effects and the device was deactivated pending a lead revision. It was later reported that the lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.